Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Completed complaint form returned, confirmed no product is available to be returned for evaluation. Risk review: per (B)(4) rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: medium. No related capas. Further investigation to be carried out.

Event description:
Part nt821707 - retained lumber catheter. Customer reply form states: device was in contact with patient and patient was prepped for surgery, no death or injury reported. "Catheter placed around t4, but ruptured when removing the stylet."

Event description:
Part nt821707 - retained lumber catheter. Customer reply form states: device was in contact with patient and patient was prepped for surgery, no death or injury reported. "Catheter placed around t4, but ruptured when removing the stylet."

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to section d4. And h4 sterile date: 17 mar 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales). 2 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.